Event description:
Per celestial adverse event report, this system was removed due to infection and was retained by the hospital. The system has since been replaced. Lumax 340 hf-t, MDR 1028232-2009-01243; guidant 0185, medtronic 4058m.